Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through a corrective and preventive action (CAPA#1800001). See h.10.

Event description:
It was reported that 100 bd vacutainer® flashback blood collection needles experienced poor sleeve function during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the blood collection needle frequently leaked blood when taking blood from the patient. After inspection, it was found that the rubber sleeve at the end of the blood collection needle connected to the blood collection tube could not automatically retract, causing the needle to be exposed and leaking,it did not touch the nurse's skin. In the same batch of products, the clinical work is seriously affected, and the hospital has responded fiercely, and dealers have been asked to return and exchange the products.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 bd vacutainer® flashback blood collection needles experienced poor sleeve function during use. The following information was provided by the initial reporter: on the morning of (B)(6) 2020, the blood collection needle frequently leaked blood when taking blood from the patient. After inspection, it was found that the rubber sleeve at the end of the blood collection needle connected to the blood collection tube could not automatically retract, causing the needle to be exposed and leaking, it did not touch the nurse's skin. In the same batch of products, the clinical work is seriously affected, and the hospital has responded fiercely, and dealers have been asked to return and exchange the products.